Event description:
On (B)(6) 2014, the patient¿s wife/reporter contacted lifescan (lfs) on behalf of the patient, alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿159 mg/dl¿ compared to an emt meter reading of ¿21 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation and the information obtained on (B)(6) 2014 during a follow-up call. The patient has cancer and blood glucose readings fluctuate from low to high often. He manages his diabetes with 70 units of lantus and 100 mg of genuvia once per day. On (B)(6) 2014 at 3 am, the patient¿s wife found the patient unresponsive, cold, and clammy. When the reporter subsequently tested the patient on the subject meter, the patient¿s blood glucose reading was ¿159 mg/dl.¿ the reporter promptly contacted the paramedics. Upon arrival, the paramedic tested the patient at ¿21 mg/dl¿ on the emt meter and provided the patient with IV glucose. The patient was never taken to the hospital for further treatment. After the alleged incident, the patient¿s doctor decreased his lantus insulin regimen from 70 units to 50 units per day. During troubleshooting, the reporter confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient required medica intervention for hypoglycemia after receiving an inaccurate high reading of ¿159 mg/dl¿ on the subject meter. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.